Manufacturer narrative:
Conclusions: no eval will be performed. Device or lot code not provided to MFR for eval. Complaint type will be monitored. The insert provides the following info regarding observation and when a dressing should be changed. Site care: the site should be observed daily for signs of infection or other complications. If infection is suspected, remove the dressing, inspect the site directly, and determine appropriate medical intervention. Infection may be signaled by fever, pain, redness, swelling, or unusual odor or discharge. Change the dressing as necessary, in accordance with facility protocol; dressing changes should occur at least every 7 days, per current cdc recommendations. Dressings changes may be needed more frequently with highly exudative sites or if integrity of the dressing is compromised.

Event description:
Health care facility reported that a pt had developed mild small spots in the femoral site, under the tegaderm chg gel pad. The tegaderm chg dressing was in place for over 24 hrs before the symptoms developed. This was the one and only dressing used. As a result of this incident, the pt's catheter was removed.